Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and sometimes required multiple presses to turn on pump screen, and customer experienced high blood glucose of 490 mg/dl with blood glucose exceeding upper limit due to this issue. There was no adverse impact to the customer's blood glucose level. Customer gave correction insulin by injection, confirmed pump was not connected to power, and followed instructions to press button correctly, which eventually allowed pump display to turn on, and technical support later arranged replacement pump under warranty, while customer planned to continue using existing pump and alternate insulin method if needed.